Event description:
It was reported that a spectrum pump " was making grinding noises " during therapy (medication, programmed amount and delivery rate unknown) in the family birthing center. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported elevated sound levels while running a loaded set which was reproduced. The reported symptom was caused by severed motor mount screws. The motor assembly and screws were replaced to correct this condition.